Event description:
Pt arrived to the bronchoscopy suite on (B)(6) 2014 following appointment in hem/onc and palliative care appointments. Pt had chest x-ray to evaluate status of right pleural effusion for which a pleurx catheter was placed on (B)(6) 2014. Pt spoke with pulmonary department on (B)(6) 2014 and stated the effusion had not been draining for 9 days (per md instructions, pt should be evaluated for removal). Per dr, the chest x-ray on (B)(6) 2014 was still present and the pleurx catheter was more than likely occluded. Dr ordered 2mg cathflo (alteplase) be instilled into the pleurx catheter, allow to dwell for 20 minutes and then reattempt drainage. Pt arrived to bronchoscopy suite and rn first attempted to drain pt's pleurx catheter using the proper technique for drainage to check catheter for patency prior to instillation of cathflo. Pt's wife states she has not tried to drain the catheter since (B)(6) 2014. Rn received 2mg cathflo from pharmacy and using sterile technique, reconstituted with 10ml sterile water. Maintaining sterile fields, the reconstituted cathflo was drawn back into 10ml syringe, and then connected to a pleurx drainage line set: (B)(4) lot#: d11010073 exp on: 01/2016, that was previously placed on the sterile field at set up. The line was primed with cathflo to remove air from line. The pleurx drainage line set was connected to pt's pleurx access valve and locked into place. Using a gentle pumping motion, rn began instilling the cathflo into the pleurx catheter. Initially, the cathflo started moving into the catheter, rn continued to gently pump the cathflo meeting some resistance, continuing to gently pump to complete the instillation of the cathflo into the catheter the access valve from the pleurx catheter itself then dislodged from catheter at with the drainage line set still connected. Rn immediately pinched the end of th e open pleurx catheter and placed emergency blue tube clamp and called dr (B)(6) who came in moments later to evaluate the pleurx catheter. Dr spoke with pt and his wife that the catheter was damaged and no longer functional so it would have to be removed. Dr cleaned catheter insertion site with chlorhexidine and removed pleurx without complication. Rn contacted sales representative from care fusion on (B)(6) 2014 to notify of the defect with pleurx flushing. Valve tip dislodged from pleurx catheter while trying to flush with alteplase. Using carefusion pleurx drainage line set: (B)(4) lot #: d11010073 exp on: 01/2016. Lot and exp not known from the pleurx catheter system. One other pleurx drain line set with same lot and exp date was removed from procedure room stock.